Event description:
The customer ran blood glucose tests on two contour meters. The readings were 224 and 117mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New strips were sent to him.